Event description:
The customer obtained 31 mg/dl and 258 mg/dl on the accu-chek advantage system. Customer reports an additional comparison with results 258mg/dl and 65 mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. The customer treated herself with oj based on the 31 mg/dl result and she felt better in 15 minutes. No adverse event reported. New system sent to customer and return requested.